Event description:
It was reported that the right ventricular (rv) lead exhibited a spike affecting the t wave on the attached electrocardiogram (ECG) which appears to be backup pacing during aai-ddd operation, with suspected ventricular undersensing. It was further noted there was an increase in sensing integrity counter (sic) which suggests a possible lead failure. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead exhibited a fluctuation in r waves. The right atrial (ra) lead exhibited a failed atrial lead position check. The ra lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the cause of the ra lead alpc failure was due the rv lead sic increasing and oversensing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.